Event description:
The surgeon's office reported that patient is being referred for replacement or explant because the patient is having "issues with her device." Additional information was received that the patient has upper respiratory issues that she thinks are related to vns. The issue was reported to be long standing. The patient's neurologist does not feel it is related to vns and did not refer the patient to see the surgeon. No additional relevant information has been received to date.

Event description:
The physician reported that there is no relationship between the upper respiratory issues and vns therapy. Patient had bronchitis and no interventions were taken.